Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the large quick coupling device could not secure the drill bit. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: (B)(4). The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (dec 10, 2008) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the date received by manufacturer was inadvertently reported as jan 5, 2016 in the previous supplemental medwatch report. The correct date is jan 5, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.